Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain female /continuous pelvic pain in the left iliac fossa') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In february 2014, the patient had essure inserted (intra-uterine). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal swelling"), hypersensitivity ("allergic reaction"), back pain ("low back pain"), arthralgia ("joint pain"), fatigue ("extreme tiredness") and libido decreased ("decreased libido"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2021. The reporter considered abdominal distension, arthralgia, back pain, fatigue, hypersensitivity, libido decreased and pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of several episodes of pelvic pain ("pelvic pain female /continuous pelvic pain in the left iliac fossa / pain." And "disabling pain"), embedded device ("essure impacted on the uterine") and device expulsion ("essure impacted on the uterine") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("pregnancy with contraceptive device/termination of the pregnancy"). There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2014, the patient had essure inserted (intra-uterine). On (B)(6) 2015 she experienced polymenorrhoea ("the patient refers two menstrual periods a month"). On (B)(6) 2017 she experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2017 she experienced embedded device (seriousness criterion medically important), device expulsion (seriousness criterion medically important) and abdominal pain ("abdominal pain"). In (B)(6) 2022 she experienced musculoskeletal pain ("muscular pain, and joint pain"). An unknown time later she experienced a first episode of pelvic pain (seriousness criteria medically important and intervention required), abdominal distension ("abdominal swelling / abdominal distention"), fructose intolerance ("fructose intolerance"), hypersensitivity ("allergic reaction"), back pain ("low back pain / low back pain"), arthralgia ("joint pain"), fatigue ("extreme tiredness / tirednessamong"), libido decreased ("decreased libido"), lactose intolerance ("lactose intolerance"), constipation ("chronic constipation"), discomfort ("discomfort in the hypogastrium"), dyspareunia ("dyspareunia"), abdominal discomfort ("abdominal discomfort"), inflammation ("inflammation"), a second episode of pelvic pain and pregnancy with contraceptive device ("pregnancy with contraceptive device/termination of the pregnancy") and was found to have weight increased ("gaining weight"). The patient was treated with surgery (hysterectomy , bilaterla salpingectomy and hysterectomy performed by laproscopy). At the time of the report, the outcome of fructose intolerance was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, arthralgia, back pain, constipation, device expulsion, discomfort, dysmenorrhoea, dyspareunia, embedded device, fatigue, fructose intolerance, hypersensitivity, inflammation, lactose intolerance, libido decreased, musculoskeletal pain, the first episode of pelvic pain, the second episode of pelvic pain, polymenorrhoea, pregnancy with contraceptive device and weight increased to be related to essure administration. The reporter commented: essures control, only the essure at the left tube was localized. It is assumed that the right essures was expelled. The right essure was replaced. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2014: right essure is lost quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-nov-2022: reporters information added, events - essure micro-insert embedded, gaining weight, chronic constipation, disabling pain, inflammation nos, joint and muscle pain, dysmenorrhea, abdominal discomfort, termination of pregnancy, dyspareunia, period twice a month, discomfort added, lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of several episodes of pelvic pain ("pelvic pain female /continuous pelvic pain in the left iliac fossa / pain." And "disabling pain"), embedded device ("essure impacted on the uterine") and device expulsion ("essure impacted on the uterine") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("pregnancy with contraceptive device/termination of the pregnancy"). There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2014, the patient had essure inserted (intra-uterine). On (B)(6) 2015, she experienced polymenorrhoea ("the patient refers two menstrual periods a month"). On (B)(6) 2017, she experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2017, she experienced embedded device (seriousness criterion medically important), device expulsion (seriousness criterion medically important) and abdominal pain ("abdominal pain"). In (B)(6) 2022, she experienced musculoskeletal pain ("muscular pain, and joint pain"). An unknown time later she experienced a first episode of pelvic pain (seriousness criteria medically important and intervention required), abdominal distension ("abdominal swelling / abdominal distention"), fructose intolerance ("fructose intolerance"), hypersensitivity ("allergic reaction"), back pain ("low back pain / low back pain"), arthralgia ("joint pain"), fatigue ("extreme tiredness / tirednessamong"), libido decreased ("decreased libido"), lactose intolerance ("lactose intolerance"), constipation ("chronic constipation"), lower abdominal discomfort ("discomfort in the hypogastrium"), dyspareunia ("dyspareunia"), abdominal discomfort ("abdominal discomfort"), inflammation ("inflammation"), a second episode of pelvic pain and pregnancy with contraceptive device ("pregnancy with contraceptive device/termination of the pregnancy") and was found to have weight increased ("gaining weight"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy and hysterectomy performed by laparoscopy). At the time of the report, the outcome of fructose intolerance was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered lower abdominal discomfort, abdominal discomfort, abdominal distension, abdominal pain, arthralgia, back pain, constipation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, fructose intolerance, hypersensitivity, inflammation, lactose intolerance, libido decreased, musculoskeletal pain, the first episode of pelvic pain, the second episode of pelvic pain, polymenorrhoea, pregnancy with contraceptive device and weight increased to be related to essure administration. The reporter commented: essures control, only the essure at the left tube was localized. It is assumed that the right essures was expelled. The right essure was replaced. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2014: right essure is lost. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-nov-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female /continuous pelvic pain in the left iliac fossa") in a female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2014, the patient had essure inserted (intra-uterine). Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), abdominal distension ("abdominal swelling"), fructose intolerance ("fructose intolerance"), hypersensitivity ("allergic reaction"), back pain ("low back pain"), arthralgia ("joint pain"), fatigue ("extreme tiredness"), libido decreased ("decreased libido") and lactose intolerance ("lactose intolerance "). The patient was treated with surgery (hysterectomy). At the time of the report, the outcome of fructose intolerance was unknown. The reporter considered abdominal distension, arthralgia, back pain, fatigue, fructose intolerance, hypersensitivity, lactose intolerance, libido decreased and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-jun-2022: quality safety evaluation of ptc. Coding correction performed. Lactose and fructose intolerance recoded as separate events. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.